Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the conductor cap cover at the distal clevis missing, thus causing the conductor wire to be loose. Engineering also observed evidence of arcing near the silicon connection base, indicating that an arcing event occurred. There was no damage to the conductor wire insulation and the instrument passed electrical continuity testing. No other damage was found. On(B)(6) 2010, isi followed up with (B)(4) (initial reporter) in (B)(4) and she verified that no piece from the permanent cautery hook instrument fell into the patient. She also reported that arcing during the surgical procedure was not observed and no harm, adverse outcome or injury to the patient occurred.

Event description:
It was reported that during a da vinci surgical procedure, the wire in the jaws of the permanent cautery hook (pch) instrument was loose. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during the surgical procedure.